Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic experienced a controller error (yellow alarm). The patient never experienced a drop in flows or hemodynamic compromise and there was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) and optical signal issue has been completed. The product was returned, and the controller error (yellow alarm) and optical signal issue was not confirmed. Console logs from the reported day of event are consistent with complaint and show optical placement signal issues approx. 6 hours after pump was started, evidenced by optical bench errors #1040 (ambient pressure out of range) and optical bench alarms #1045 (opm communication crc errors). The alarms kept reoccurring, but also self-resolving within minutes. Further analysis of rtlog data confirmed ¿transient loss of optical data¿ pattern failure. Per the results of the clinical review and investigation: the root cause of the issue was not determined since the issue could not be reproduced. This report is being filed as part of a retrospective review of historical records.